Event description:
It was reported by the patient's sister that he had been found dead in his apartment over the weekend and questioned if an autopsy should be performed to determine if death "may have been due to the device." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.